Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. X-ray observation of a necked-down cathode (inner) coil near the terminal end, which blocked passage of an inserted stylet damage indicative of helix extension/retraction difficulty. Cut in the insulation and deformed coil ~ 31.5cm from terminal end - likely explant damage; dried blood in lead around the cut. Helix retracted and dried blood noted in housing and neck region (tip). Stylet insertion test failed due to deformed cathode (inner) coil near terminal end. Lead resistances measure normal indicating conductors are intact. The dislodgement allegation was not confirmed but deformation problem was noted. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this lead was explanted due to dislodgement issues. Lead was replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to dislodgement issues. Lead was replaced. No additional adverse patient effects.